Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor. It was reported the patient was shaking. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the caller reporting that the patient's hcp moved to a different city. The caller reported that the patient was shaking about two days ago, and it lasted about 30 minutes. Caller did not know the circumstances leading to the shaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient programmer was not working starting on (B)(6) 2018. At the time of the call the 9v battery status light indicated green-ok. It was reported this was the only light on the back of the patient programmer but the caller stated three days prior all the lights on the left side were green. During the call the patient placed the patient programmer on the implant to check the ins status and took the batteries out and pressed all the buttons and put the batteries back in but the issue did not resolve. It was reported the patient was shaking on (B)(6) 2018 and was directed to follow up with their healthcare professional for a possible ins battery depletion. No out of box failure was reported. The caller later called back on (B)(6) 2018 and stated they believed the problem was with the implanted ins and not the patient programmer. No allegation of a medical or therapy issue were reported. No complications were reported or anticipated. Additional information was received from the caller, reporting that the patient programmer was not working/only one light was on instead of two, no replacement sent. The caller reported that the patient's hcp moved to a different city. The caller reported that the patient was shaking about two days ago, and it lasted about 30 minutes. Caller did not know the circumstances leading to the shaking.